Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed all testing without duplicating the report. The battery used during the event was evaluated and passed all testing. The device was recertified and returned to the customer. Review of the device log shows evidence of "low battery" messages. The low battery message is an advisory message for the user as notification of the battery status. The device was running on just battery power until the battery reached its lowest specified voltage which caused it to automatically shut down. This is normal function of the device. It was confirmed that no ac was connected to the device during this event. Analysis of reports of this type has not identified an increase in trend.